Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
The customer reported via phone call that the water damage on the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that moisture on the battery compartment and battery cap was damaged. Customer stated that the home screen did not appeared on the display. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.